Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('perforation (other) please describe and state the location of the perforation: bowel/ bowel puncture-complication of essure removal'), fallopian tube perforation ('perforation (fallopian tube(s))(left tube)'), menorrhagia ('abnormal bleeding(vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding(vaginal, menorrhagia)'), endometriosis ('reproductive system disorder or condition type of disorder or condition: endometriosis') and gallbladder hypofunction ('other injury(ies) .or complication(s) please describe: gall bladder failure') in a 29-year-old female patient who had essure (batch no. B66022) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight (bmi- 25.859), multigravida, parity 3 and cesarean section. Previously administered products included for contraception: errin. Concomitant products included escitalopram oxalate (lexapro), levothyroxine, medroxyprogesterone acetate (depo provera) and sertraline hydrochloride (zoloft). On (B)(6) 2014, the patient had essure inserted. In april 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"), 8 months 31 days after insertion of essure. In january 2015, the patient experienced vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast infection"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti/ urinary tract infection-recurring"). In march 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and arthralgia ("pain joint aches"). On (B)(6) 2015, the patient experienced gallbladder hypofunction (seriousness criterion medically significant). In may 2015, the patient experienced mood swings ("hormonal changes describe: mood swings") and amenorrhoea ("hormonal changes describe: amenorrhea"). In january 2016, the patient experienced urticaria ("rashes or skin conditions type: hives/ acne (random)") and acne ("rashes or skin conditions type: hives/ acne (random)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In june 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression/anxiety- (worsened after essure)") and anxiety ("psychological or psychiatric problems condition: depression/anxiety- (worsened after essure)"). On (B)(6) 2016, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog(doctor felt it was attributed to lack of sleep)") and insomnia ("neurological conditions or problems type: brain fog(doctor felt it was attributed to lack of sleep)"). In june 2017, the patient experienced hypothyroidism ("hypothyroidism"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In june 2018, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating/ gastrointestinal bloating"). On an unknown date, the patient experienced intestinal perforation (seriousness criteria hospitalization and intervention required), pelvic pain ("pain"), vulvovaginal pain ("vaginal pain") and abdominal pain ("pain- abdominal"). The patient was hospitalized for 5 days. The patient was treated with surgery (cholecystectomy, hysterectomy (full) with bilateral salpingectomy, endometrial ablation (19/06/2016) and removed bowels and repair the puncture). Essure was removed on (B)(6) 2018. At the time of the report, the intestinal perforation, fallopian tube perforation, acne and abdominal pain had resolved, the menorrhagia, vaginal haemorrhage, endometriosis, gallbladder hypofunction, mood swings, urinary tract infection, vulvovaginal mycotic infection, depression, anxiety, urticaria, feeling abnormal, insomnia, allergy to metals, dysmenorrhoea, dyspareunia, pelvic pain, weight increased, hypothyroidism, arthralgia, amenorrhoea and vulvovaginal pain outcome was unknown and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, acne, allergy to metals, amenorrhoea, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, feeling abnormal, gallbladder hypofunction, hypothyroidism, insomnia, intestinal perforation, menorrhagia, mood swings, pelvic pain, urinary tract infection, urticaria, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the plaintiff claims that essure worsened a previously existing injury/condition. Current weight 155 lbs left- two coils were visible right- 3 coils were noted diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Hysterosalpingogram - in april 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-jul-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('perforation (other) please describe and state the location of the perforation: bowel/ bowel puncture-complication of essure removal'), fallopian tube perforation ('perforation (fallopian tube(s))(left tube)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding(vaginal, menorrhagia)'), endometriosis ('reproductive system disorder or condition type of disorder or condition: endometriosis') and gallbladder disorder ('other injury(ies) or complication(s) please describe: gall bladder failure') in a (B)(6)-year-old female patient who had essure (batch no. B66022) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight (bmi- 25.859), multigravida, parity 3 and cesarean section. Previously administered products included for contraception: errin. Concomitant products included escitalopram oxalate (lexapro), levothyroxine, medroxyprogesterone acetate (depo provera) and sertraline hydrochloride (zoloft). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"), 8 months 31 days after insertion of essure. In (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast infection"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti/ urinary tract infection-recurring"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and arthralgia ("pain joint aches"). On (B)(6) 2015, the patient experienced gallbladder disorder (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings") and amenorrhoea ("hormonal changes describe: amenorrhea"). In (B)(6) 2016, the patient experienced urticaria ("rashes or skin conditions type: hives/ acne (random)") and acne ("rashes or skin conditions type: hives/ acne (random)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression/anxiety- (worsened after essure)") and anxiety ("psychological or psychiatric problems condition: depression/anxiety- (worsened after essure)"). On (B)(6) 2016, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog(doctor felt it was attributed to lack of sleep)") and insomnia ("neurological conditions or problems type: brain fog(doctor felt it was attributed to lack of sleep)"). In (B)(6) 2017, the patient experienced hypothyroidism ("hypothyroidism"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating/ gastrointestinal bloating"). On an unknown date, the patient experienced intestinal perforation (seriousness criteria hospitalization and intervention required), pelvic pain ("pain"), vulvovaginal pain ("vaginal pain") and abdominal pain ("pain- abdominal"). The patient was hospitalized for 5 days. The patient was treated with surgery (cholecystectomy, hysterectomy (full) with bilateral salpingectomy, endometrial ablation, endometrial ablation ((B)(6) 2016) and removed bowels and repair the puncture). Essure was removed on (B)(6) 2018. At the time of the report, the intestinal perforation, fallopian tube perforation, acne and abdominal pain had resolved, the menorrhagia, vaginal haemorrhage, endometriosis, gallbladder disorder, mood swings, urinary tract infection, vulvovaginal mycotic infection, depression, anxiety, urticaria, feeling abnormal, insomnia, allergy to metals, dysmenorrhoea, dyspareunia, pelvic pain, weight increased, hypothyroidism, arthralgia, amenorrhoea and vulvovaginal pain outcome was unknown and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, acne, allergy to metals, amenorrhoea, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, feeling abnormal, gallbladder disorder, hypothyroidism, insomnia, intestinal perforation, menorrhagia, mood swings, pelvic pain, urinary tract infection, urticaria, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the plantiff claims that essure worsened a previously existing injury/condition. Current weight (B)(6). Left- two coils were visible. Right- 3 coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-jul-2019: plaintiff fact sheet and medical records received : lot number added. Incident category updated. Events added- mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, depression, anxiety, urticaria, acne, endometriosis, feeling abnormal, allergy to metals, dysmenorrhea, dyspareunia, pelvic pain, fallopian tube perforation, weight increased, abdominal distension, hypothyroidism, gallbladder disorder, intestinal perforation, arthralgia, amenorrhoea, insomnia, vulvovaginal pain, abdominal pain. Outcome of events ¿abdominal pain , fallopian tube perforation , intestinal perforation , acne¿ updated to ¿recovered / resolved¿. Outcome of events ¿abdominal distension ¿ updated to ¿recovering / resolving¿. Severity of events ¿vulvovaginal pain, pelvic pain¿ updated. Onset dates of event updated. Insertion and removal date updated. Lab details added. Medical history, concomitant and historical products added. Reporter information, patient details, product indication updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.